Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322. A review of the event history log revealed multiple occurrences of system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump alarmed system error 322 (link switch error (low)). This occurred during preventative maintenance testing. No additional information is available.